Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. No constant vibrator alerts or alarms occurred during our testing. Unable to perform self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was vibrating without anything on the display screen or any alarms or alerts. It was noted that the insulin pump did a reset and then went to blank display and continued vibrating. Customer attempted to replace the battery, however the issue persisted. Customer mentioned that they were swimming with the insulin pump when this event occurred. Customer mentioned noticing fluid under the lcd display as well as cracks on the insulin pump. Customer mentioned that they have been treating blood glucose readings with injections and are doing fine. Customer was advised to revert to a back up plan and the insulin pump is being replaced.